Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (6.0 mg/ml at 0.8012 mg/day) and bupivacaine (30.0 mg/ml at 4.006 mg/day) via an implantable pump for unknown indications for use. It was reported that the pain pump was replaced on (B)(6) 2024. The patient states that on the following day on (B)(6) 2024, she noticed the incision was leaking and was not fully closed. There were no known environmental/external/patient factors that may have led o r contributed to the issue. Action/intervention: it was noted that a pocket revision was performed on 2024-10-15. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history and weight were not available due to le gal/confidential reasons. The patient was alive and no injury.